Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving fentanyl (unknown concentration or dose) via an implantable infusion pump for non-malignant pain. It was reported that "probably like a week ago" the patient noticed that it seemed as though the pump had "shifted" in the body. The patient stated that "it seems as though where the catheter is, is on the outside of my hip now" but the patient was unsure if that was where it was located before (referencing the pump connector). The patient also stated that they bumped the pump a couple times which hurt and was unsure if that may have affected the pump shifting.